Event description:
Pt had a plate placed for an open reduction internal fixation (orif) of an elbow fracture-dislocation. Follow-up office visit demonstated failure of the hardware. Pt taken back to the operating room approximately 2 1/2 weeks later for removal of a bent plate.